Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 42 mg/dl today. The customer treated with food. Troubleshooting was declined for the low blood glucose since the patient took the blame for the hypoglycemia. The customer also needed assistance programming the settings into her insulin pump. The customer was successfully assisted with programming her basal rates, bolus wizard, fixed prime, and meter ID. No products were returned or replaced.